Event description:
It was reported that this electrode was part of a subcutaneous implantable cardioverter defibrillator (s-ICD) which was explanted due to a patient death on (B)(6) 2025. At the time, there was no allegation made against the electrode in relation to the patient's passing and it was returned back to boston scientific for analysis.

Manufacturer narrative:
A risk review was completed and confirmed that the event of damaged arcing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes this electrode was returned without any allegation made against it in the field. Upon initial review, an arc mark was noted on the shocking coil approximately 365 millimeters (mm) from the terminal pin. This type of anomaly is likely due to the device delivering a shock with the shocking electrode coil in close proximity to the device case. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Initial visual inspection revealed no cracks around the notch area next to the sense b node and setscrew marks were noted to be in the correct location on the terminal pin. The electrode passed continuity and hipot testing, indicating the electrical performance was intact and there were no electrical shorts between the conductors. Upon closer examination, an area of heat alerted (arc) mark was noted on the shocking coil approximately 365 millimeters (mm) from the terminal pin. This was thought to have been due to the electrode being in close proximity to the s-ICD can when previous shock therapy had been delivered. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the cause traced to environment investigation conclusion was selected based on analysis of the returned product which found arc marks on the electrode's shocking coil. This type of anomaly is likely due to the device delivering a shock with the shocking electrode coil in close proximity to the device case. Therefore, the cause traced to environment conclusion was selected.